Manufacturer narrative:
The manufacturer previously reported to information received alleging, that during a failed firmware update attempt, a ventilator inoperative condition occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned to a factory authorized service center and a ventilator service required alarm was discovered in the device's event log. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging, that during a failed firmware update attempt, a ventilator inoperative condition occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.